Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6)) on (B)(6) 2019. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fatigue ("chronic fatigue") in a 55-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included breast prosthesis implantation since 2004, nickel sensitivity and uterine myoma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), premature menopause ("early onset of menopause, bothersome climacteric issues"), sleep disorder ("disturbed sleep"), amnesia ("memory disorder- memory loss"), speech disorder ("speech problem"), alopecia ("hair loss"), dental caries ("tooth decay"), tooth avulsion ("dental problems (4 avulsions)") and visual acuity reduced ("decreased visual acuity"). The patient was treated with estradiol (oromone), progesterone (progestan) and surgery (bilateral adnexectomy with bilateral cornuectomy for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fatigue, premature menopause, sleep disorder, amnesia, speech disorder, alopecia, dental caries, tooth avulsion and visual acuity reduced outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, dental caries, fatigue, premature menopause, sleep disorder, speech disorder, tooth avulsion and visual acuity reduced with essure. The reporter commented: the essure removal was performed by patient´s request. The postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. Essure was sent to medical device vigilance for reporting diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), premature menopause ("early onset of menopause"), sleep disorder ("disturbed sleep"), amnesia ("memory loss"), speech disorder ("speech problem"), alopecia ("hair loss") and dental caries ("tooth decay"). At the time of the report, the fatigue, premature menopause, sleep disorder, amnesia, speech disorder, alopecia and dental caries outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, dental caries, fatigue, premature menopause, sleep disorder and speech disorder with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2019. The most recent information was received on 20-jan-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fatigue ('chronic fatigue') in a 55-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included breast prosthesis implantation in 2004, nickel sensitivity and uterine myoma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), premature menopause ("early onset of menopause, bothersome climacteric issues"), sleep disorder ("disturbed sleep"), amnesia ("memory disorder- memory loss"), speech disorder ("speech problem"), alopecia ("hair loss"), dental caries ("tooth decay"), tooth avulsion ("dental problems (4 avulsions)") and visual acuity reduced ("decreased visual acuity"). The patient was treated with estradiol (oromone), progesterone (progestan) and surgery (bilateral adnexectomy with bilateral cornuectomy for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fatigue, premature menopause, sleep disorder, amnesia, speech disorder, alopecia, dental caries, tooth avulsion and visual acuity reduced outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, dental caries, fatigue, premature menopause, sleep disorder, speech disorder, tooth avulsion and visual acuity reduced with essure. The reporter commented: the essure removal was performed by patient´s request. The postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. Essure was sent to medical device vigilance for reporting diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2021: french health authority identified duplicate report # (B)(4) (medwatch 3500a MFR number 2951250-2021-00179) which will be deleted in bayer safety database after all information was transferred to this duplicate report # (B)(4) which will be retained. New: reporter was added: a pharmacist. Patient's height, weight added. Essure removal questionnaire was received. Essure insertion date (B)(6) 2011, removal (B)(6) 2020. Medical history added (none reported previously). New events: tooth avulsion and visual acuity reduced. Remedial drugs added: oromone and progestan. Comment was added: the postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. The removal was performed by patient´s request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.